Event description:
It was reported that patient was not able to make an adjustment with or without the antenna attached. The patient also saw the poor communication screen. The issue began today. It was stated that the inability to adjust stimulation may be due to pocket swelling; as the patient recently had replacement surgery on (B)(6) 2014. The patient reportedly just removed the bandages today. The patient was to give it another couple of days to allow for more incision site healing and try again. The patient wanted to make a therapy adjustment because she noticed a loss of stimulation sensation and therapeutic effect. It was further stated that after replacement, the implant was working great. However, yesterday the patient went down to ¿almost no to little therapeutic effect.¿

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# v386614, implanted: (B)(6) 2010, product type: lead. (B)(4).